Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, 2 catheters were found to be completely broken prior to use on the patient. Additional information received: it was reported the catheter did not have any holes or breaks and there was no harm to the patient. It was reported this occurred with two devices however the customer only returned one device for evaluation. This report addresses the second occurrence and device not returned. 4/17/2024 - the connector piece returned for evaluation exhibited a longitudinal split.